Event description:
Shortly after ventilator assessment, ventilator failed. Pt also began coughing and became tachypneic. Pt taken off ventilator and breathing supported w/ ayres while new ventilator obtained. Pt also given prn dilaudid. Because spo2 dec'd during episode, fio2 increased to .50 when pt placed on new v500.

Event description:
Shortly after ventilator assessment, ventilator failed. Pt also began coughing and became tachypneic. Pt taken off ventilator and breathing supported w/ ayres while new ventilator obtained. Pt also given prn dilaudid. Because spo2 dec'd during episode, fio2 increased to .50 when pt placed on new v500.